Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device neuro-tip leg had been drilled into. The neuro-tip leg damage was due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the crani attachment device was sticking. During in-house engineering evaluation, it was determined that the device neuro tip had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.